Manufacturer narrative:
The preliminary analysis "suggest" that the reported event is due to a lead issue.

Event description:
On (B)(6) 2018, during a follow-up, noise on the ventricular channel and low right ventricular lead impedance values (below 200 ohms) were detected. A breakage of the lead (volta 1cr65) was suspected, so the patient was admitted at the hospital and a re-intervention was scheduled for (B)(6). On (B)(6) 2018, before and during the re-intervention, the impedances were measured again and the measurements were normal. The physician decided to explant the subject device, as well as the ventricular lead, given the residual longevity of the ICD.

Event description:
On (B)(6) 2018, during a follow-up, noise on the ventricular channel and low right ventricular lead impedance values (below 200 ohms) were detected. A breakage of the lead (volta 1cr65) was suspected, so the patient was admitted at the hospital and a re-intervention was scheduled for (B)(6). On (B)(6) 2018, before and during the re-intervention, the impedances were measured again and the measurements were normal. The physician decided to explant the subject device, as well as the ventricular lead, given the residual longevity of the ICD.

Manufacturer narrative:
Please refer to the attached analysis report.